Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoraco/lobectomy procedure for interlobar resection, they connected the reload to the handle and the yellow shipping wedge remained to be put on the cartridge. They checked the jaws opening/closing with no problem. Then the surgeon tried to fire the device, however could not. They replaced the reload and connected to the handle described above. The firing was completed with no problem. The status of the patient is with no problem. No adverse events reported.